Manufacturer narrative:
Concomitant product: product ID neu_unknown_ext, serial # unknown, product type extension. (B)(4).

Event description:
It was reported that there was an extension break. Impedance testing was done and high impedances were found. There were no patient symptoms reported. The issue was resolved after the device was explanted and replaced by another product. No outcome was reported regarding this event. Follow up has been conducted, and if further information is received, a follow up report will be sent.

Event description:
Additional information indicated the patient was receiving effective therapy following the extension replacement.